Manufacturer narrative:
(B)(4). The lot was manufactured from 10/15/2014 to 10/17/2014. The device was received for evaluation. Visual inspection revealed a white particle, approximately 0.15 mm in size, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the elastomeric balloon. The particulate matter was identified during a routine inspection after fill. The device had been filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.